Manufacturer narrative:
This report is filed january 19, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to wound dehiscence at the implant site. Re-implantation is planned; however, has yet to occur.

Manufacturer narrative:
Per the clinic, re-implantation is planned, however, has not occured as of the date of the report february 5th, 2016.